Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after announcing a meal and consuming breakfast; review of device logs indicated the ilet responded to a preceding hyperglycemic value and delivered insulin that contributed to a subsequent low glucose, and education was provided on proper meal announcements and avoiding overcorrection. Symptoms included low blood glucose to 55 mg/dl without loss of consciousness or other acute sequelae. Outcomes included transient hypoglycemia lasting about 20 minutes and prior hyperglycemia up to 248 mg/dl lasting about 90 minutes, managed with oral carbohydrates, without ketone testing, medical intervention, or hospitalization. Investigation included customer support review of uploaded logs and user interview, as well as troubleshooting and education. Investigation of this case revealed device function consistent with algorithmic response to a high glucose followed by a low, with user-reported use of food to correct the low and potential use of meal announcements as correction. It was concluded that the event was related to therapy use and meal-announcement behavior rather than a device malfunction, with no device failure identified.